Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was being performed with tandem technical support (cts), however the customer was unable to complete the check at the time of report. Multiple attempts were made by cts to complete the check, but no additional information was received. Customer¿s blood glucose level was 135 mg/dl.